Manufacturer narrative:
Follow-up #1: date of submission 01/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings: on examination, the keypad was noted to be torn at the up arrow button. On testing, the pump powered on to the verify screen in accordance with normal operation. All the keypad buttons had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Unrelated to the original complaint, the display screen was noted to be dim and discolored and a battery compartment crack observed in thread area and below grip pad. Additionally, the vibration alarm was absent. The pump was opened for investigation and revealed the vibration motor alignment pins were misaligned. (B)(4).

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; the ok button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.